Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the left crossbrace weld is cracked all of the way through where it is welded at the hip area.